Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate shock and antitachycardia pacing therapy due to a supraventricular tachycardia rhythm incorrectly accelerated into the ventricular tachycardia zone. A programming change was recommended. The patient condition is fine.